Event description:
A customer reported obtaining an unexpected negative reaction with the 3-cell screening assay on the galileo echo with a patient sample having a known anti-e.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. Cell 2 (e+, e-) of the antibody screening assay resulted as negative but visually appeared positive. Cell 1 (e+e+), cell 3 (e+,e-), cell 6 (e+,e+), and cell 14 (e+,e+) resulted as equivocal or negative but visually appeared positive. Results of the ID extend panel were also reviewed. Cell 2 (e+e+) and cell 4 (e+,e-) resulted as negative and equivocal. Both visually appeared positive. Cell 14 (e+, e-) interpreted as 2+ and was visually positive. All other cells were interpreted as expected on the echo. A review of the event log showed no errors occurred during testing. The customer was asked to repeat the 3-cell screening assay on the first sample. Positive (3+) results were obtained in cell 2 on the echo. Result visually appeared positive (3+) to the customer. An antibody identification panel was performed and all e positive cells reacted as expected. The customer is aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.